Manufacturer narrative:
Product analysis:analysis confirmed that the device did not pass all incoming functional tests. The battery was depleted. The device was mechanically intact. The device and battery were replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer displayed a message indicating a loss of communication. It was noted that the analyzer was disconnected and reconnected, but the issue persisted. The analyzer is expected to be returned for service, but has not been received. There was no patient involvement.